Manufacturer narrative:
Correction: b4. Initial report contained an erroneous date in b4. The correct date is mar 26, 2025.

Event description:
New and updated information listed in h10.

Event description:
It was reported that a patient underwent an extreme lateral interbody fusion procedure from l3 to l5. During the procedure the retractor arm was unable lock when tightened. The arm was swapped for a backup and surgery completed with no further procedure or patient impact.

Manufacturer narrative:
No device was returned and no photographs were provided for review. Additionally, operative notes from the procedure were not provided for review of usage/technique. Based on the information obtained the complaint was unable to be confirmed and a definitive root cause was unable to be determined; however, the event may have been the result of an internal device component mating/engagement issue as the result of excessive forces used while securing the knob component causing internal breakages or wearing. Labeling review: "...pre-operative warnings: do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..."